Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not syncing when attempting to update the medid. It was noticed during autorestock that lacosamide 200 mg/20 ml vials did not appear despite being below par in the smg3icu pyxis machine. During troubleshooting, it was identified that the medid in the cii safe was incorrect and did not match the medication loaded in the 3icu pyxis. The medid was updated in the formulary section of the cii safe; however, it still did not appear in autorestock. Additionally, the knowledge portal continued to display the old medid despite the update being reflected in the cii safe. The nurse was unable to get seizure medication from pyxis which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.